Event description:
A ventilator was returned to a third- party service center for evaluation. There was no harm or injury reported. During the evaluation, a ventilator inoperative alarm condition was observed. The device's system board, machine flow sensor and system board to machine flow sensor cable were replaced to address the issue.